Manufacturer narrative:
The results of the investigations are inconclusive since the device was not returned for analysis. Our analysis was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac perforation was procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device in the heart.

Event description:
During an atrial fibrillation ablation procedure using a brk transseptal needle, a cardiac perforation occurred. While advancing the brk transseptal needle, a cardiac perforation in the superior vena cava was noted via an echocardiogram. No effusion occurred and the patient remained asymptomatic; however, the case was abandoned and the patient was placed in observation for several hours. No further intervention was required. There were no performance issues with the brk transseptal needle.